Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 3 years and 11 months following the implant of this transcatheter bioprosthetic valve, severe valve deterioration with moderate paravalvular leak, severely elevated gradients with a velocity at 5.3 m/s, a mean gradient of 66 mm hg, a coronary calcium score of 0, and stage 2 heart failure according to the new york heart association classification system was noted. Additionally, early degeneration of the bioprosthetic valve was reported with a differential diagnosis to include wear and tear on leaflets, leaflet disruption or flail (although unlikely with no regurgitation identified on transthoracic echocardiogram), leaflet fibrosis/calcification, valve frame strut fracture/deformation, patient-prosthesis mismatch, and leaflet entrapment with pannus/tissue/suture, thrombosis, or endocarditis. Treatment included the initiation of blood thinning medications. Per the physician, the patient will be evaluated for future aortic valve replacement surgery. No additional adverse patient effects were reported.